Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the smart pneumatic module board was returned. The reported malfunction was observed and attributed to a faulty compressor transducer on the smart pneumatic module board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure - 1174" and "compressor failure-1002" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.